Event description:
Physician reported "hernia" treated with hospitalization and surgery (not lap-band ap system related) "incisional hernia repair with mesh" for a pt in the (B)(4) study.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of hernia as follows: warnings: caution: a large hiatal hernia may prevent accurate positioning of the device. Placement of the band should be considered on a case-by-case basis depending on the severity of the hernia.